Manufacturer narrative:
The subject device has not been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus received a medwatch report stating, during a transurethral resection of the prostate (turp), the ceramic tip from the resectoscope broke however, it was retrieved without any harm to the patient. According to the report the instrument was replaced with a new one in the tray. The case was discussed with the operating manager and the surgeon. The company representative was contacted. The surgeon mentioned that he is unfamiliar with particular aspect of the resectoscope. The company representative will educate the surgeon and will be present for next couple of cases until the surgeon familiarized himself with the device. There was no patient harm or injury reported due to this event.